Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had a dural tear and leak during a permanent implant procedure (B)(6) 2023 and the physician had to explant the penta lead. The physician was not comfortable implanting the paddle with a leak. Therefore nothing was implanted.